Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2h surgery, pin didn't be removed from bone. After that, surgeon tried to remove it and pulled out it forcibly. Then, a holding screw of freehand target device broke.

Manufacturer narrative:
Investigation summary: an investigation and a review of the DHR were not possible (no lot given); therefore a real root cause could not be determined. The freehand target device is used with a pin in order to image (and marking) the correct entry point for drilling for the locking screws. Referring to the event description (applied force) it can be concluded that exceeding force application was the root cause. The IFU warns against using force. The file will be closed formally. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause. With available information a deficiency of the target device was not verified.

Event description:
During t2h surgery, pin didn't be removed from bone. After that, surgeon tried to remove it and pulled out it forcibly. Then, a holding screw of freehand target device broke.